Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5112017 that a caucasian female patient with breast cancer who underwent bilateral mastectomy with reconstruction using mentor saline implants in 2014 (325cc mentor smooth round spectrum, date of implant (B)(6) 2014) developed a malignant mass in the region of the left breast (the outer edge of the left implant). The mass was removed in 2021. It was also reported that this mass may be associated with breast implant-associated squamous cell carcinoma (bia-scc). At this time, the results of the pathology report have not been provided. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
After clinical/secondary review of this file performed on november 2, 2022, it was decided to remove "neoplasm malignant" and add new patient code (appropriate term / code not available (e2402) to capture reported event breast implant-associated squamous cell carcinoma (bia-scc) accurately. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). H6. Health effect - clinical code updated.

Manufacturer narrative:
After clinical/secondary review of this file performed on november 16, 2022, it was decided to remove "new patient code (appropriate term / code not available (e2402)" and add "breast cancer" to capture reported event breast implant-associated squamous cell carcinoma (bia-scc) accurately.manufacturer¿s reference number:(B)(4). H6. Health effect - clinical code updated.